Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 45 mg/dl when paramedics arrived. Customer stated that he had and MRI done and he was wearing his insulin pump, and the insulin pump was alarming motor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.